Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Device disposition was unknown by facility reporter. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported via medwatch report (B)(4) that during an open shoulder surgery the scorpion needle broke in the patient's shoulder. Medwatch report did not state if needle tip was retrieved and did not state the specific date of the (B)(6) 2018 procedure. Additional information obtained (B)(6) 2018: per facility medwatch reporter the date of procedure was (B)(6) 2018 and the information on record indicates the device tip was not retrieved.